Event description:
The display reading on the infusion controller, which identifies the IV rate, was misread by the rn. The patient was receiving 78cc/hr of heparin (dilution 5ou/cc) instead of 18cc/hr. There were 2 controllers on one IV pole. The controller with the heparin was on the bottom, so the display read out was same where below the level of the rn's waist. The rate was not read at eye level. The number "7" was read as "1".